Event description:
It was reported that an ilet user experienced persistent hyperglycemia in the 200 mg/dl range, confirmed by fingerstick, without alerts or alarms, after a recent supply change; the user also asked about proper connector positioning and was advised that the connector should be flush with the screen, which was confirmed. Investigation included remote troubleshooting and use guidance regarding connector placement and post¿set-change monitoring. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of the hyperglycemia unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included user education to monitor glucose and call back if needed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.